Event description:
Additional information received reported the patient caught the external lead on a door knob and moved forward, causing the external lead to break off "at connection." The lead was non-functional and scrapes were noted on the connection contact points. The patient had an explant and replacement of the lead. Pain was noted as a symptom associated with the event. No hospitalization was required. The patient recovered without sequelae.

Manufacturer narrative:
Product ID: neu_unknown_lead, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had to have the trial implant surgery twice because she ripped the wire out and it hurt. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot#, product type: lead. (B)(4).